Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, foreign: belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the manufacturer representative reporting that validation error code 00 01 00bb and system error code 0x75f6f4f5 occurred prior to implant. Programming could not be started. The ins was not implanted and a different ins was used. Additional information was received. It was reported that the software version was the latest at that moment.